Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 28, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the iol was received in the daisy wheel. The lens was cleaned and visual inspection under magnification found a cut and damages to the optic of the lens. No further issues were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified.

Manufacturer narrative:
Information unknown/asku. If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not explanted. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) was loaded per manufacturers instructions. The surgeon implanted the iol and observed marks across the optics of the lens. The surgeon felt it best to remove and replace the lens. The iol was removed safely. A backup lens (same model and diopter) was implanted without incident. There was no medical intervention, no vitrectomy and no sutures at closing of the incision. The patient left the operating room in stable condition. No further information was provided.